Event description:
Balloon did not deflate all the way after use, and therefore, was difficult to remove. Rep was present at the time of event and called company for further instructions on possible removal techniques.